Manufacturer narrative:
For both malfunctions, lot numbers were provided and lot history reviews will be performed. For one malfunction product catalog updated as dl900j. Both devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For both malfunctions, the company is still investigating the issue at this time.

Event description:
A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device and patient-device incompatibility. This information was received from various sources. This malfunction involved all two patients with no consequences. The two patients weight ranged from 85-174 kgs and one patient was (B)(6) year old. Of the two reported patients, one was male and one was female. All other details of the patients were not provided.

Event description:
A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device and patient-device incompatibility. This information was received from various sources. This malfunction involved all two patients with no consequences. The two patients weight ranged from 85-174 kgs and one patient was 63 year old. Of the two reported patients, one was male and one was female. All other details of the patients were not provided.

Manufacturer narrative:
H10: as a result of an FDA compliance evaluation regarding medical device reports submitted in summary format for the first quarter of 2021, it was identified that MFR # 2020394-2021-80335 was submitted in error by group two distinct product catalog numbers. Mrf # 2020394-2021-80520 was sent to correct the malfunction with product number dl900f, mrf # 2020394-2021-80521 was sent to correct the malfunction with product number dl900j. H10: g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.